Event description:
Placement of the graft looked to be in good position. Pt had one functioning renal artery, which had been stented previously. Due to an inflated creatinine level no post angiogram of the device placement was performed, however one contrast injection viewing the flow through the right renal artery was performed, detecting a slight filling defect. Closer examination noted the proximal graft portion of the main body stent was encroaching upon the renal artery. A decision was made to deploy a stent inside the renal artery, ensuring full patency of the vessel. During advancement of the catheter into the renal artery the device got caught on one of the z-stents of the suprarenal fixation graft, resulting in a separation of the catheter. Attempts were made to snare and recapture the catheter shaft but were unsuccessful. Physician elected to deploy another MFR's stent between the previously deployed stent and the former renal stent. Stent appeared to land as desired. At conclusion of the procedure, the separated catheter segment remained lodged inside the endovascular graft.